Event description:
It was reported that during pump interrogation a "pump stopped due to safety count" message occurred. The pump was emptied and no volume discrepancies were noted. The pt experienced increased pain. The pump was used to deliver fentanyl 50mcg/ml with a rate of 235.477mcg/day. The report indicated that there was no patient injury.

Manufacturer narrative:
.